Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The complaint could not be confirmed and a root cause could not be determined.

Event description:
The customer reports apheresis allogenic donor noticed his central line was leaking. Fracture noted in the tubing of the blue lumen where the pinch clamp had been engaged. Blue lumen clamped above fracture spot, tape applied over line, and labeled not to use. Aph app and bmt team notified. Peripheral IV into right ac to use as return line; continued collecting red lumen. The fracture seemed to have occurred where the blue pinch clamp had been engaged. No additional details were provided.